Event description:
Information received from the field notes that the device spontaneously switched to vvi mode with dashes (---) noted for parameters and exhibited no output or telemetry. There were no consequences to the patient.